Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information on resetting the pump, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.